Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and experienced palpitations. It was noted that the device misclassified supra ventricular tachycardia (svt) episodes for ventricular tachycardia (vt) episodes, resulting in therapy provided. The device is still in use. No further patient complications have been reported as a result of this event.